Event description:
During the final inspection of the product by the distributor, it was reported by the distributor that the two pairs of the product had high resistance. The piston would not go further unless the clamp was held very tight even after it was installed. It would seem very difficult to handle the engagement shaft and piston if the two pins were to be applied to a pt. Also, the user of the product would not be able to rotate the piston easily by the piston driver with one hand. The distributor stated that the difficulty of rotating the piston would give a surgeon unnecessary stress and that it could cause a risk to hurt a pt's scalp with a pin tip when applying the skull clamp. Due to the delivery deadline of the product to the customer, the distributor decided to purchase a tap and shave the inside of the engagement shaft. There was no pt contact reported.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.